Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilation after 5-6 hours of operation. The device alarmed for 'airway pressure low' and 'airway pressure negative'. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was made available and analyzed. The reported issue regarding the pressure measurement could be confirmed. The log file shows that several alarm messages concerning ¿airway pressure negative (averaged)¿ were posted by the device as a result of the faulty pressure sensor(s). The affected pressure sensor(s) are placed on the pba m4.1. The pba m4.1 and the calibration unit must be replaced to remedy the issue prior to next patient use. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a negative airway pressure, an accompanying alarm message is posted, the flow delivery stops, and the safety valve opens to ambient for allowing spontaneous breathing. In the current event, the device reacted as specified to a detected deviation regarding the pressure measurement. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilation after 5-6 hours of operation. The device alarmed for 'airway pressure low' and 'airway pressure negative'. There were no patient health consequences reported. The device has no UDI as an UDI was not required at the time the device was manufactured.